Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Upon visual examination of the main knob, damage was observed. The main knob was replaced. It is important to note that the event battery was not returned for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was intermittently unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.